Event description:
It was reported that the jaw of the suture passer broke while passing suture.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: - instrument tip not designed for insertion into cannula, - improper raw material selection, - assembly design not strong enough to withstand insertion effort. Manufacturing: - incorrect raw materials used, - instrument not manufactured to specification, - instrument not assembled properly. Application: - excessive force. - user attempts to insert into cannula which already supports access of other instruments to the joint space. - user attempts to insert device without use of a cannula. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the jaw of the suture passer broke while passing suture.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.